Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit buzzes and alarms. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the issue so the fse replaced the power management board to resolve the issue. The unit passed all functional and safety testing to meet manufacturer specifications. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received power management, rohs with a reported unit failure of the cardiosave alarms when turned on. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the board into the cardiosave test fixture and immediately upon the installation of the board, the failure analysis and testing dept. Heard an alarm, without the unit being turned on. Please note: after reading the describe event or problem portion of the complaint, the customer had experienced the same problem of an alarm being heard without the unit being turned on. The failure analysis and testing dept. Was able to replicate the failure that the customer experienced. The board failed testing.